Manufacturer narrative:
See h3. Analysis of desktop charger product ID 37761 (serial no (B)(6) found "cable assembly had a frayed cord". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37761 serial# (B)(6) product type recharger. Product ID 37791 serial# unknown product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a damaged desktop charger cord. The patient said, about a week ago, they stepped on their recharger and the cords became damaged and both wires were broken. Patient said they tried to push it back in. Pt said the insr antenna was broken too but they could not use a screwdriver to change it. Pt said the wires broke when they stepped on it, the metal tip came off and was stuck in the insr and was removed. Reviewed the wireless transition and patient was interested in making the transition. Pt's rep came on the phone and said the dtc metal tip was stuck in the top of the charger, they were able to use a pliers to get it out, they could also change the antenna. Offered to replace the dtc and antenna. Pt informed they will just keep shaking until they get it fixed. Offered to send the dtc and antenna overnight and sent email to the reps about the wireless transition.